Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, the stent strut was damaged at the proximal part. The procedure was completed with another of the same device. No patient complications were reported.